Event description:
It was reported that the pump touch screen was cracked and unreadable. Reportedly, the reason for the cracked screen was unknown. Customer¿s blood glucose was 121 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.